Manufacturer narrative:
The reported event of lead fracture /high impedance was confirmed. Return octrode lead body had a kink with all internal wires broken which can cause the reported event. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient lost therapy due to high impedance. Lead fracture was seen on x-ray. As such, surgical intervention took place on (B)(6) 2020 wherein the lead was explanted and replaced with a new lead to address the issue. Reportedly, therapy was restored post operatively.